Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and the device was evaluated. During inspection and testing, the reported problem of a blinking panel was not confirmed. In addition, the device¿s outer cover and chassis showed rust. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the visera elite xenon light source panel was blinking. There were no reports of patient or user harm.